Event description:
It was reported that a 53-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery with saline device on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2024, mentor became aware the device was discarded and implants were not exchanged. Photos were received on october 31, 2024 and photo evaluation was completed on november 5, 2024 as follows: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 14, 2025, mentor became aware that the patient experienced bilateral ptosis and left side device was deflated by the healthcare professional on (B)(6) 2024. Reason for device explant and/or reoperation: right deflation, and ptosis this supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).